Event description:
It was reported that on (B)(6) 2024, the patient followed the doctor's instructions to replace the central venous catheter with a peripherally cannulated central venous catheter and apply it. Check that the appearance and packaging of the peripherally cannulated central venous catheter are intact. Within the validity period, open the peripherally cannulated central venous catheter. The inspection found that the fixed plug of the wing-shaped part was broken and could not be used. The central venous catheter was promptly replaced with a new peripherally cannulated central venous catheter to continue the dressing change work for the patient without any impact on the patient or causing any harm.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2024, the patient followed the doctor's instructions to replace the central venous catheter with a peripherally cannulated central venous catheter and apply it. Check that the appearance and packaging of the peripherally cannulated central venous catheter are intact. Within the validity period, open the peripherally cannulated central venous catheter. The inspection found that the fixed plug of the wing-shaped part was broken and could not be used. The central venous catheter was promptly replaced with a new peripherally cannulated central venous catheter to continue the dressing change work for the patient without any impact on the patient or causing any harm.